Event description:
It was reported that a patient was implanted with an impella cp and experienced ventricular tachycardia. The patient was defibrillated and cardiopulmonary resuscitation was performed to achieve return of spontaneous circulation. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.